Event description:
It was reported that the device was getting hot during a procedure at the user facility. The procedure was completed successfully with a slight delay to secure back-up equipment; there was no impact to the patient.